Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), after the dissection process was completed, they prepared the hemopro 2 device for branch ligation. However, when the bisector was inserted into the cannula, the plastic coating around the tip of the jaws tore. Therefore, it was decided that the device was not safe to use and the defective device was removed from the surgical field. Nothing fell into the patient and the coating tear was identified prior to use. A new device was opened and the case was finished without any further issues. No injuries occurred due to this defect

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) enter investigation findings: the device was returned to the factory for evaluation on 09/13/2021. An investigation was conducted on 09/17/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting handle. The heater wire was observed to be flexed and slightly twisted away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled away exposing the metal tip of the hot jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well for the analyzed failure "material twisted/ bent wire".